Event description:
It was reported that during a laparosopic splenectomy procedure, the device cut but did not staple, after the device was fired the release trigger did not open easily and the surgeon had to force it open and the artery bled. The surgery was converted to an open surgery to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.